Manufacturer narrative:
(B)(6). Concomitant medical product: comp primary stem 11mm mini, cat#: 113631, lot#: 652380; versa-dial 50x21x57 hum head, cat#: 113053, lot#: 920440; pt hybrid glen post regenerex, cat#: pt-113950, lot#: 195880; versa dial/comprehensive std t pr adaptor, cat#: 118001, lot#: 603610; cobalt hv bone cement 40g, cat#: 402282, lot#: 780720; optivac kit 40gram single mix, cat#: 417100, lot#: 698023; 1/8 quick rel drl sterile 2pk, cat#: 32-486265, lot#: 357110; gps iii single kit w/30ml acda, cat#: 800-1003a, lot 069871; biomet biologics spray kit, cat#: 800-0250, lot#: 109501; gps dual spray applicator tip, cat#: 800-0201, lot#: 107511. Customer has indicated that the product will not be returned (as it remains implanted) to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-01417 ¿ 01421.

Event description:
It was reported that the patient is in need of a left shoulder revision due to a mass and dislocation which has led to lumbar stenosis and the inability to ambulate approximately 5 years post-implantation. However, the surgeon has stated that the patient's health is too poor to undergo the revision. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Device was not returned for analysis; therefore, a product evaluation could not be conducted. Dhrs were reviewed and no discrepancies were found. Review of the complaint histories determined that no further action is required as no were trends identified. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.